Event description:
Per independent repair center statement, the unit has low o2 and/or displaying a yellow o2 light. The key failure was leaking sieve beds. Additional malfunctions were, a dirty 4-way valve, a stuck operator valve, power switch not allowing the unit to alarm, dirty muffler, dirty pm kit and a leaking hose clamp.